Event description:
Infiltration reported. The pump was set to infuse d5.45ns with 20meq of potassium cholride at 30ml/hr via right hand i.v. Access site. The infiltration reportedly caused a compartment syndrome. The child required fasciotomy and carpal tunnel release of the right hand. She was reportedly discharged for home on 11/29/96 with a 2+radial pulse, good capillary refill and soft forearm compartments. During customer biomedical engineering testing, the pump consistently alarmed appropriately for distal occlusion.

Manufacturer narrative:
Device has not been returned for failure analysis. The device history has been reviewed with the observation that the device was released as a new device and successfully passed all tests at the time of release. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 products is approximately 0.77/million sets.